Manufacturer narrative:
: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic shoulder stabilization latarjet procedure on (B)(6) 2021, it was observed that the vapr coolpulse90 electrode was blocked after two minutes of use. Another like device was used to complete the procedure with a delay of two to three minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: according to the information received, it was reported that during arthroscopic shoulder stabilization, 2 times the vapr cp 90 (all ref (B)(4); all lot u2101085) were blocked after 2 minutes of use. One electrode was received and evaluated in juarez laboratory. Visual inspection revealed that the cable is in good condition as well as the connector and pins. The suction tube showed saline residues. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of activation and debris around the active tip; also, tissue debris visible inside active tip suction port. No visible damage to the device shaft, handle, cable or plug. During our investigation the customer reported fault that the suction blocked after 2 minutes could not be confirmed. Testing at olympus shows the returned device successfully passed electrical testing and functional testing without issue with regards to suction functionality the complaint device was found to meet the manufacturers flow test specification with no evidence of any blockage; therefore, no further investigation is possible. A DHR review has been performed for lot u2101085; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation no containment action related to the individual complaint is recommended.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.